Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's representative that the patient sort of "passed out" and that they also fell again couple more times. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.